Event description:
It was reported via market preference evaluation (mpe) 4 during a radial head prosthesis procedure, the trial head was put in place and images were taken in several positions to help determine correct size of final implant. In this case, the 22mm head was inserted, but kept falling off while taking images. 24mm trial head had no problem. It is suspected the 22mm kept falling off due to lack of tension on the construct to keep it in place. This is from radial head prosthesis mpe 4. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was not returned for inspection. The trail heads are used to evaluate which implant size, in both height and diameter, should be used for each patient due to the variance of the anatomy and fracture pattern. Therefore, the trial head was design to be loose fit on the trial stem to make it easy to remove and quickly replace with a different size trial head during this time of the operation. Because of the side-loading feature and loose fit design, if the soft tissue tension is not correct due to have a too small trial head than required, the trail head will be able to slide around on top of the stem if the forces are in line with the dovetail feature. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint was considered invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)